Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable and would not communicate with external devices. The patient last charged approximately one month ago and experienced a loss in stimulation. As a result, the patient is awaiting surgical intervention.

Event description:
Based on information obtained, the eon mini ipg was replaced with a proclaim 5 elite ipg on (B)(6) 2019. Post-operatively, effective therapy was established.